Manufacturer narrative:
(B)(4).

Event description:
The pt reported that he experienced swelling and heating at implantable neurostimulator (ins) site after exposure to cnc equipment (degaussing equipment) at his workplace. He was near the equipment in the building which caused pinching and shocking at the ins site. The pt also reported within 2-3 hours of leaving the building, the swelling and healing were gone. It was also noted that he had an allergic reaction to "4-6 components" of the device system. He experienced "bubbles" and "nodules" at the top incision that had caused a lot of pain and indicated the incision was not healing. A f/u report will be sent if add'l info becomes available.